Manufacturer narrative:
Stryker evaluated the customer's device and verified the event code was logged in the device's memory; however, the reported issue could not be duplicated in testing. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device shut off 4 times during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.